Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 full height cubie had errors on e3 and c3. The drawer was taken apart, and a bunch of plastic wrappers was cleaned out. A field service engineer (fse) reseated the cubies and row cable. The system was rebooted, and the field service engineer was able to recover the drawer and c3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a multiple cubies are not functioning. The customer reported that able to get medications from another station. There were no adverse events or injuries reported based on this event.